Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition ut was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 36 and 48 hours. In addition while the patient was delivering a bolus it was discovered that the pod failed to adhere and reportedly the cannula had become dislodged from the infusion site (abdomen). The patients symptoms include hyperglycemia, vomiting, shortness of breathe and loss of consciousness. As treatment, the patient had a new pod applied. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids, potassium and an insulin drip. The patients blood glucose levels were being monitored. The patient was still in the hospital at the time of this call.